Event description:
Per the clinic, the patient experienced wound breakdown, developed an infection and an extrusion of implant. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.